Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 01/24/2018. Device evaluation: the sample was returned to the manufacturer. Visual inspection at 10x magnification was performed. The returned sample in its original folding carton with the wheel case insert. The lens was cut in two pieces which could be related to explant process. Lubricant material residues and lose particles were observed on the lens surface. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search of database system revealed no additional complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. If implanted / explanted, give date: not applicable, as the lens was inserted and removed. Device evaluation: the product testing was not performed as the complaint device was not returned for evaluation. The reported complaint cannot be verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search of the complaint database was performed on (B)(6) 2018 and revealed that no additional complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zcb00 23.0 diopter intraocular lens (iol) did not unfold properly after insertion into the eye. The lens was removed and replaced during the same surgery using a backup lens of the same model and diopter size. It was confirmed that no incision enlargement and no sutures were required and no vitrectomy was performed. There was no patient injury reported. No further information was provided.